Manufacturer narrative:
The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope was. Additionally, it was unknown if there was a delay in the start of pre-cleaning, the customer did flush the nozzle with water and air, they did not presoak the endoscope in detergent solution, they did not wipe the nozzle with clean lint-free cloths/brushes/sponges, and they did flush the air/water nozzle with detergent solution. There were no other concerns regarding the reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system". [Inspection of the endoscope] 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function inspection of the water feeding function. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens olympus will continue to monitor field performance for this device.

Event description:
An olympus personnel reported on behalf of the customer, a malfunction of zoom / focus switching function. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: nozzle had foreign objects.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the nozzle was clogged with foreign material remains due to insufficient reprocessing. Due to clogging of nozzle, water removal ability does not meet the standard value. Additionally, the insertion section zoom had deformation due to physical stress and did not work smoothly, the insertion section failed due to adhesive around objective lens was peeled, the channel had irrigation problem, adhesive on the bending section cover had white clouded area, the plastic distal end cover was cracked, the connecting tube had a scratch, part of the insertion tube was caught, and pinched-the insertion tube became deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being submitted to correct information previously reported on the initial medwatch report. Fields updated: h10. The initial medical device report reported an incorrect aware date of 06jun2023 in field g3. The correct aware date was 06jul2023. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.